Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. In speaking with olympus technical assistance center (tac), the customer reported that the b30 error was no longer present; however, there was an e216 error and e315 error (unsupported scope) with red, blue and purple dots bouncing around when plugging in the evis exera iii colonovideoscope (pcf-h190l). The customer then plugged in another pcf-h190l scope, and the screen remained on the color bars and there was an e315 error. The customer then plugged in the evis exera colonovideoscope (pcf-160al) and the evis exera gastrointestinal videoscope (gif-160) and had no image issues with error messages. The tac representative confirmed there was no videoscope cable exera ii (maj-1430 plugged into the evis exera ii video system center (cv-190) and emailed the customer the cv-190 quick reference guide. It was suggested that the customer follow the steps inside the guide. It was also recommended that the customer clean the scope contacts with a prep pad and then use the maj-2087 inside the socket to properly clean with the clv-190 socket cleaning adapter. The light guided cables were reseated on both sides from the clv-190 and cv-190. It was also suggested that the customer try using the scopes with clean contacts on another clv-190 tower. Once the customer is able to get to the other towers, the customer will contact tac with the results. The customer declined any further troubleshooting and inquired about sending in the device for repairs. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the series 190 scopes with the evis exera iii xenon light source, b30, e315 and e216 scope errors occurred and there were color bars. When the customer used series 160 scopes, there were no issues. The issue occurred during preparation for use for a diagnostic colonoscopy procedure. There were no reports of patient harm. This MDR is being submitted to capture the reportable b30 scope error malfunction b30.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Olympus will continue to monitor field performance for this device.